Event description:
Insulin pump malfunction and medtronic wouldn't replace it. Admitted in ketoacidosis due to pump malfunction and medtronic wouldn't replace the pump. Insulin pump is not being used. FDA safety report ID # (B)(4).